Event description:
It was reported that the device was at end of service (eos) and could not be interrogated and had no magnet response. It was further reported that the right ventricular (rv) lead had high pacing thresholds which may have explained the unexpected eos on the device. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa ipg implanted: (B)(6) 2004. (B)(4).